Event description:
It was reported that this patient with a pacemaker exhibited farfield oversensing of r waves which made the right atrial (ra) lead look noisy. Technical services discussed programming options. Additionally, it was noted that the patient is having random runs of atrial tachycardia. At this time, the pacemaker remains in service. No adverse patient effects were reported.